Event description:
I began experiencing infection-like symptoms, including redness, swelling, and discomfort in my right eye. I visited my ophthalmologist in may, who confirmed signs of irritation and inflammation. The symptoms progressively worsened, ultimately resulting in significant vision loss in my right eye. These complications closely match the symptoms outlined in the product recall. The pain increased, redness intensified, and discharge developed. I then went to an immunotherapy ophthalmologist who conducted cultures to determine whether the infection was bacterial or fungal. The cultures confirmed a bacterial infection, and I was diagnosed with a corneal ulcer. As a result, I am now facing the need for a new corneal transplant. The complications I experienced closely align with those described in the recall notice for this product. I wear a scleral contact lens in right eye.